Manufacturer narrative:
The vendor concluded that the broken needle had obtained significant damage after shipment which could have been related to the break. Viant stated that the damage observed is not indicative of the viant manufacturing process. While the failure mode of a broken needle was confirmed, the root cause of this complaint could not be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
It was reported by the user facility that a 23ga frag needle broke off inside eye during case. A vitrectomy was subsequently carried out so low suspicion for residual particles. A two-pass closure after enlarging the incision was performed. There was a roughly 5mm length of the needle that fell into the eye. This was grasped with forceps and removed via a sclerotomy, without further incident.

Manufacturer narrative:
The lot number is not available therefore the DHR review cannot be performed. Although the product was received, the part number and lot number cannot be verified or determined. Visual inspection found the needle is in two pieces and has dirty particulates and dried solutions on the needle shaft and tip. Approximately 7mm of the shaft/tip end of the needle is broken off. There is marring, scratches and gouging on the hub and shaft. There are deep gouges near the broken area of the needle shaft. These deep gouges are similar in appearance to damage seen when the needle comes in contact with another instrument during use. Microscopic examination was performed and found the broken area on both pieces have jagged edges and is not a clean break. The needle does not appear to be bent as the inner diameter is round and not flattened or curved on one side. The wall thickness appears to be even throughout with the exception of the heavily gouged area. The cause of the broken needle cannot be determined. This needle will be sent to the vendor for evaluation. This investigation is ongoing. Although requested, the ¿lot number¿ was not provided and there are multiple options for this needle, therefore the UDI-pi is not available.